Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. The visual inspection revealed that there were no non-conformities with the cable. It looked brand new. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self activated upon plugging in the cable. A replacement cable was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The reporter noted that the hospital follows proper sterilization procedures and that the cable has not been used greater than 20 times, per specifications.